Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. The customer alleged that the audio bolus but was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the abb cover is detached/missing. The display is dim/faded (pink). A battery compartment crack was found at the threads to the left of the bumper and at case seal below the bumper. Crack between case seal and keypad cover was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.